Event description:
The customer stated that the insulin pump gave a motor error after she had an MRI scan. The customer stated that she was not wearing the device during the scan, but it was in the same room. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump was unable to rewind or review the alarm history. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test due to the motor error alarm. The insulin pump had a protruded / loose drive support disk. The belt clip slot was broken.